Event description:
The physician was treating a 14 mm ica sah aneurysm with the penumbra coil 400 system. On the 6th coil of the sequence (complex soft 5 x 13) the physician had to reposition the px slim microcatheter back inside the aneurysm due to a slight kick out of the micro catheter. After several loops deployed out of the micro catheter the physician then decided to withdraw the coil from the aneurysm because one loop was herniating into the parent vessel. As the physician withdrew the coil back he observed that he was getting a one to one feedback with the coil and then he felt the coil pop. It was then observed that the coil was detached from the pusher. The physician then tried to use the pusher to push the remaining coil (approximately 7 cm) back into the aneurysm. After about 30 minutes of manipulating the catheter he was able to get most of the coil back into the aneurysm but two large loops remained in the parent vessel. The physician decided not to stent the loops to vessel wall due to the recent sah. The patient was put on an aggressive drug regime and is being watched carefully for any signs of clot formation. The pusher is being returned in pristine condition for our analysis. It was observed a slight kink on the pusher near the proximal end once removed from the patient.

Manufacturer narrative:
Device investigation: results: the pet lock of the pusher is broken and the two pieces are separated by 2.5 cm. The distal detachment tip (ddt) of the pusher is empty, containing neither the pull wire nor the proximal constraint ball of the coil. Conclusion: the device returned does not agree with the events described in the complaint. No mention is made of actuating the pusher in the complaint and the pet lock of the pusher is broken as it is after actuation. The pop described in the complaint is typically associated with one of two failure modes; a broken sr wire which would leave the proximal constraint ball in the ddt or a release mechanism tensile failure where the pull wire would still be in the capture feature of the ddt. There is no evidence of either of these failures and in neither case would the pet actuation lock be broken. Given that this was the 6th coil used in the procedure, it seems probable that the wrong pusher was returned. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.